Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection no issues were found that would be related to the reported event. The erbe was tested using a well-known system and the unit powered on and displayed error c-34 on multiple attempts. The unit is an original equipment manufacturer sent for further investigation. The probable root cause of customer reported issue could be attributed to faulty electrical components inside the erbe generator throwing error c-34, c-48, m-11, m-18, c-30 and c-53. These errors can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the erbe produced an error message. It was unknown if the issue resolved and if the erbe became non-functional and if an external generator was used. It was unknown if the procedure was completed in its original configuration. The procedure was reportedly completed, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and was given the following additional information: the erbe has been sporadically working and would not work for certain instruments at all. The customer was instructed by the isi tech support to shut down the system overnight and try it again the next day to see it improves. There was no improvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.